Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom and right plunger cases were cracked and contamination was observed on the bottom case. It was also observed that the plunger lever was sticking and the flippers were not snapping back into place. Review of the event history log showed an occurrence of a "check syringe plunger sensor" error message. Functional testing involved physically squeezing the plunger lever and releasing it. The flippers did not snap back into place causing the pump to alarm "check syringe plunger." The investigation determined that contamination in the plunger head was the cause of the reported issue. The right and left plunger cases and all plastic parts were replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.

Event description:
It was reported that the plunger sensor keeps coming up, unable to clear alert. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.